Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a single anastomosis duodenal-ileal bypass with sleeve gastrectomy (sadi-s), the device had sealing inadequate/partial once on the bundle of thin/middle fat tissue/gastric vessel. There was no regrasp alert but with evidence of energy delivery and end tones heard and bled after cutting. The procedure was completed with the same instrument. Patient had bleeding but blood transfusion was not necessary.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn:unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device had an inadequate/partial sealing (with evidence of energy delivery and end tones heard). There was an evidence of energy delivery, but bled after cutting.